Event description:
It was reported that during a system upgrade, the position of the right ventricular (rv) lead was not in a proper location to adequately pace or be used for defibrillation. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead was returned in segments, analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Defibrillator (ICD) implanted: 2005 (B)(6). (B)(4).